Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the device would secure the nasogastric tube in place.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "non-sterile. Ready to use. Product code, lot number and expiration date information¿see packaging. Remove oil and moisturizer from targeted skin area. Apply skin prep to the targeted statlock® device area for skin protection and enhanced pad adherence. Allow to dry completely. Safety and efficacy considerations: single use only. Rx only. Latex free. Contraindications: known tape or adhesive allergies. Warnings and precautions: avoid contacting the statlock® device with alcohol or acetone, both can weaken bonding of components and the statlock® device pad adherence." (B)(4).

Event description:
It was reported that the device would secure the nasogastric tube in place. It was later reported that the clamp was not closing properly.